Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, when the doctor was suturing the purse string around the anvil to connect the small intestines to the stomach and during first throw of the device the needle broke and half of it fell into the cavity of the patient. The needle was located after scoping the esophagus and stomach. The surgical time was extended by 30 minutes or more due to the product problem to locate the needle. There was no patient injury.